Event description:
It was reported that on (B)(6) 2022, while performing a ria, two of the 11mm reamer heads broke and fragments of the splines were retained inside of the patient. The tibia canal was very small and the surgeon commented the bone was very hard. Procedure was completed successfully with a (30) minutes of surgical delay. Fragments were generated and no patient consequences. This report is for (1) 11.0mm reamer head for ria 2 sterile. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. D4. Expiration date. H6 - codes updated to imdrf codes. Device history lot - manufacturing location: supplier ¿ mark two engineering / inspected and packaged by: monument release to warehouse date: 13-sep-2021 part number: 03.404.018s, 11mm reamer head for ria 2-sterile lot number: 344p040 (sterile) lot quantity: 50 production order traveler met all inspection acceptance criteria. Packaging label log (pll) lppf rev a, lmd rev a was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. Scn 20537 supplied by sterigenics was reviewed and determined to be conforming. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the inspection or release of the product that would contribute to this complaint condition. Component part(s) reviewed: part number: 03.404.m018, ria ii reamer head 11.0mm lot number: 96p9099 lot quantity: 300 inspection instruction met all inspection acceptance criteria. Redlined inspection sheet, incoming final inspection, ns073690 rev a (cn 161765) to rev b met all inspection acceptance criteria. Certificate of compliance received from mark two engineering dated 28-may-2021 was reviewed and determined to be conforming. Certification for heat treat supplied to mark two engineering from vacu-braze inc. Dated 29-apr-2021 was reviewed and determined to be conforming. Heat treat specified at 50-55 hrc. Results certified at 52 hrc. Certificate of analysis supplied to mark two engineering from banner medical dated 11-sep-2020 was reviewed and determined to be conforming. Raw material certification supplied to banner medical from dunkirk specialty steel dated 13-aug-2020 was reviewed and determined to be conforming. Device history review - 01-feb-2022: DHR reviewed by: mschoenfeld this lot met all dimensional, visual, sterility and packaging criteria with no issues documented during the inspection or release of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.